Event description:
Pt had isola rods implanted in 1995. Pt had pseudoarthrosis and severe kyphotic deformity in the lumbar region. Dr discovered pt had broken rods and explanted them in 1999. Pt coded on the table, death was not related to removal of hardware.